Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer also suffered from loss of kidney function and a heart murmur. The customer was wearing the insulin pump at the time of the event and it was removed at the hospital. The insulin pump was not returned or replaced.